Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 63. Customer's blood glucose level was 10.0 mmol/l. During the self-test, the customer received two pump error 63 alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned with pump error 63 was present in the format history file due to moisture damage on keypad assembly however, no unexpected pump error 63 alarms noted during testing. Unexpected pump error 53 alarmed during our testing due to moisture damage on all electronic assemblies. Corrosion was also found on the force sensor assembly and moisture damage on the motor assembly. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was returned without a belt clip. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture and cracked case on the battery tube area.